Manufacturer narrative:
Associated with medwatch # 2020362-2017-00082. Product was received in and tested. Analysis confirmed the product would alarm when it should not with pressure applied. However, evaluation was unable to duplicate customer's complaint of the sensor pad not alarming. This product was designed to be used on a bed and not on a couch. Off-label use of this product had been found to affect the sensor pad's ability to alert due to getting caught in couch cushions. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states ¿if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor.¿ (B)(4).

Event description:
Customer reported when the alarm was in use by his grandmother on the couch the alarm did not sound when her weight was removed from sensor. As a result the customer broke both legs resulting in surgery and a metal rod being placed in her leg. Customer also added the grandmother suffers from shaky legs syndrome. The date the incident occurred was not reported.